Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of wound dehiscence and extrusion are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: "their body 'rejected' the right side," experienced "itching and redness above breast area," and that "right side incision opened up and pushed out the implant." These are known potential adverse events addressed in the product labeling.

Event description:
Patient reported a right side "itching and redness above breast area", right side incision opened up and pushed out the implant", and body " rejected" the implant. Device has been explanted.